Manufacturer narrative:
(B)(4).

Event description:
The international customer reported a burnt odor was emitted from the device. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported a burnt odor was emitted from the device. There was no patient involvement.